Manufacturer narrative:
Device evaluation: the device returned loaded inside the introducer sheath. The most distal end of the introducer sheath was bunched. There was a kink immediately distal to the strain relief of the device. The proximal end of the distal tip was raised and bunched. Still images provided show that the stent was not fully expanded. (B)(4).

Manufacturer narrative:
Still image review: based on the still images received from the account, it is not possible to confirm removal difficulties as reported by the account. The images appear to show a deployed stent with the stent delivery system across the stent.

Event description:
It was reported that the physician was attempting to use a complete se iliac stent to treat a non calcified and non tortuous left common iliac plaque lesion. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was prepped with no issues noted. During the procedure, the stent did not pass through a previously deployed stent. No issues were reported during advancement or deployment of the stent. The stent was fully expanded prior to the attempted removal of the delivery system. After stent deployment and during withdrawal of the delivery system into the sheath, removal difficulties were encountered. The stent was not deformed during withdrawal of the delivery system. The delivery system was reported to be stuck and damaged. The physician had to use excessive force to remove the delivery system and in the end the whole sheath and delivery system were removed together. No further treatment required at the lesion site due to the difficulties removing the delivery system. No patient injury reported